Event description:
While performing a rf procedure, an unconventional method was used in component placement resulting in breakage. Five centimeters of the catheter tip remained in the pt. Procedure continued with no further delays or incidents. Pt was made aware of incident and no plans were made to remove the catheter.